Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right ventricular (rv) lead and right atrial (ra) lead were noted to exhibit noise, low impedance and under-sensing episodes due to an insulation damage. Both the rv and ra leads were visually inspected with insulation degradation during procedure. Both leads were explanted and replaced. The patient had no adverse consequences.

Manufacturer narrative:
The reported events of lead noise, insulation damage, low pacing lead impedance and under sensing were confirmed. As received, a partial lead was returned in one piece. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil distal to the suture tie impression. The cause of the reported event was consistent with friction to another device or feature of the heart.

Manufacturer narrative:
Correction section d3 and g1: the manufacturer information should have been sent under manufacturer report number starting with 2017865 and reflected sylmar site for report 3008377825-2025-00001 as submitted on apr 10, 2025.